Manufacturer narrative:
Evaluation findings of stent partially deployed. Investigation results: a visual examination of the returned device found that the stent was received partially deployed by 6mm. It was noted that the stainless steel handle had been broken at 115mm distal to the proximal handle and the handle was severely kinked. The proximal end of the outer sheath was stretched for a distance of 120mm and a kink was noted in the clear outer sheath at 11m from its proximal end. During the product analysis the investigator was unable to retract the outer sheath manually due to the condition of handle. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The distal end of the inner lumen and stent were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the labeled indications. This device is indicated for the palliative treatment of colonic strictures produced by malignant neoplasm and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures. This stent was used for bridge to surgery treatment for a benign tumor. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used in the sigmoid colon during a colonic stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was intended to be implanted as bridge to surgery of a benign 5cm stricture in the patient with colon cancer. During the procedure, when the physician attempted to deploy the stent, the handle broke and the stent failed to deploy. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.